Manufacturer narrative:
An isi field service engineer (fse) contacted the customer site to further investigate the reported complaint. Fse spoke with the clinical sales representative (csr) and confirmed that the issue had not persisted during the following case (cases). The fse recommended to ensure proper port placement was established or to reseat the sterile adapter if the issue persists. The system is ready for continued clinical use. No site visit was conducted. The system was working properly and no additional action was required. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: a universal surgical manipulator (usm) was disabled/abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the customer experienced instrument insertion resistance on universal surgical manipulator (usm) 2 and would not advance as expected without receiving resistance. The surgeon felt the same resistance on the surgeon side console (ssc) and was not able to manipulate the instrument for further insertion. It was noted that onsite was not connected. The technical support engineer (tse) confirmed with the customer that the drape resistance in-between carriage and the insertion axis was not holding drape away from the usm arm when attempting to insert. The customer stated they swapped the instrument from usm 2 to usm 1 and the instrument worked without any issue on usm 1. The customer stated they would proceed as a 3 arm case without using usm 2. After confirming they moved the instrument from usm 1 to usm 2, the customer proceeded with the case. No further troubleshooting was performed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.